Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper test was performed and passed. No grip misalignment was observed. Additional observations not reported by site were also observed. The instrument was found to have the main tube broken. A piece measuring proximately 0.066¿ x 0.088¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed the user. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.098¿ - 0.163 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. However, the system log indicates the prograsp forceps instrument associated with this event was last used on 12/30/2021 on system sl0070. The instrument had 2 lives remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps had grip failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.